Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer's blood glucose was 365 mg/dl at the time of incident and current blood glucose reading was 126 mg/dl. The customer stated that there is a delivery anomaly because when it¿s 40-50 units of insulin pump was not working and stopped basal delivery at the point. Troubleshoot was performed. The customer was advised that the pump needs to be replaced. The customer was advised to revert to a backup plan of manual injections as per healthcare professional¿s recommendation. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents and possible under delivery due to motor error alarms. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.